Manufacturer narrative:
The reported removal of the mandibular component could be confirmed as the surgeon provided intra-operative images of the explanation surgery. However, the reported event (infection) could not be con-firmed. This patient received tmj devices on (B)(6) 2020. The patient presented to the surgeon with an ¿infected mandibular protheses and with a large tumor.¿ the surgeon informed stryker that he removed the mandibular component and tumor, and used a stryker recon plate with the temporary condylar and wrapped the body with gentamicin infused mm. He further reported that the fossa component was in ¿perfect position¿ and did not need to be changed. ¿the pseudo-condyle articulated with the fossa nicely¿. Conclusively, the event (infection) cannot be confirmed and the root cause for the infection remains uncertain. The information received does not suggest a device failure, malfunction, or other performance issues. If further information becomes available, this report will be revised.

Event description:
The patient's device was removed due to infection.

Manufacturer narrative:
The surgeon reported the infection was from a prior fistula from the tumor. The left fossa component is still implanted. It was discarded.

Event description:
The patient's device was removed due to infection.